Event description:
A sales rep. Reported a problem baselining a new pt after cleaning and refurbishing the electrode belt in the field between pts. When the electrode belt was to be used for the next pt, the fitter had difficulty obtaining the pt's ECG baseline. The monitor displayed multiple "adjust belt" messages. A different electrode belt was then used and the baseline was completed normally.

Manufacturer narrative:
Evaluation: device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the excessive ECG noise and resultant failure to baseline was damage to ECG node b. Both cables to ECG b had been pulled through their strain relief crimps. Several traces to which wires from the cables are attached were peeled up off the ECG printed circuit assembly (pca). Although the electrical connections were still intact, the resulting movement of wires and peeled up traces within the ECG node caused the excessive ECG noise. The root cause of the damage was excessive force applied to the cable segments entering ECG node b. No adverse event resulted from the damaged electrode belt. The electrode belt was not in use by a pt at the time. The damaged electrode belt will be repaired.